Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the device history records review could not be completed. This report is for one (1) unknown/unk - plate: hand/part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Clinical code pain. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a hardware removal due to pain. The surgeon was removing some an unknown number of small screws from a finger that he thought were synthes on (B)(6) 2021. These were going to be removed because of pain. During the case the surgeon was unable to remove the screws because they were buried into the bone. He reshaped the bone in hopes it would relieve the pain from the patient. It was never confirmed that the screws were in fact synthes. This complaint involves unknown number of devices. This report is for one (1) unk - plates: hand. This report is 2 of 2 for (B)(4).